Event description:
Patient returned to surgeon on an unknown date, and expressed that the implanted hardware was irritating, and that she wanted it removed. Upon examination surgeon determined that the fracture was healed. The surgeon returned the patient to the operating room on (B)(6) 2013 and successfully removed the hardware. Surgeon is of opinion that a positive outcome was achieved as the patient was healed. This report is for an unknown tibia plate. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown tibia plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.